Event description:
Upon loading for contrast on the medrad stellant injector, CT tech opened a new and sealed dual syringe kit to load contrast and saline. Syringes were placed on injector. Tech had difficulty trying to attach enclosed spike to tip of syringe. Upon closer inspection, tech noticed a small plastic piece in the male luer lock well of the threaded section of the tip. The syringe was removed from injector, plastic piece was removed from the well and not used. No patient harm. FDA safety report ID # (B)(4).